Event description:
The customer reported that during a roux-en-y procedure, the ski pin from the handle of the device fell into the pt cavity and was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.